Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 2 years 8 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the joystick pod is allegedly broken. The tdxsp-cg power chair will go into drive but the dealer could not get it out of drive and into neutral. The dealer recalibrated the joystick, which helped somewhat, but did not resolve the issue. A quote was issued to the dealer for the replacement part and they need to re-verify with the consumer's insurance as the part is no longer under warranty. No injury alleged.

Event description:
Dealer states: (B)(4) - when pushing inductive on joystick forward to move the chair, the inductive started sticking and did not return to normal position. Dealer cleaned it out and that seemed to help it some."